Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated a2, b5, b7, and h6-device code. The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3u valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of approximately 4 years and 5 months due to stenosis. A 23mm s3ur edwards tavr valve was implanted. As reported, this was a unicorn procedure. The implanter was not able to advance the first 23mm s3ur through the ''unicorned'' leaflet requiring the system to be removed as a unit. After additional ballooning, a second 23mm s3ur was inserted and deployed without issues. The patients final outcome was noted to be discharged. Per the medical records, tee prior to the viv revealed that the bioprosthetic valve had restricted, prolapsed, thickened and calcified leaflets. Moderate to severe eccentric regurgitation was also documented.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the complaint site and reviewed by ew proctor/imagery. The following observations were made: the 23mm valve is under-expanded at 20.8mm at mid valve (0.5mm added for outer diameter). Halt is identified on the antero-lateral cusp, and possibly mild halt on the posterior cusp. Mild calcium is also identified on the leaflets. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for valve calcification was confirme d based on medical record. Available information suggests that patient factor s (pre-existing copmorbidities) likely contributed to the event as the patient had vast comorbidities (e.g. Esrd-end stage renal disease, diabetic, etc.). The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3u valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of approximately 4 years and 5 months due to stenosis. A 23mm s3ur edwards tavr valve was implanted. As reported, this was a unicorn procedure. The implanter was not able to advance the first 23mm s3ur through the ''unicorned'' leaflet requiring the system to be removed as a unit. After additional ballooning, a second 23mm s3ur was inserted and deployed without issues. The patients final outcome was noted to be discharged.